Manufacturer narrative:
E1 email: (B)(6). The device was returned to olympus for inspection. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited problem with restriction in the insufflation channel during washing. There was no patient involvement.